Manufacturer narrative:
(B)(4). Customer returned a freestyle blood glucose monitor with (B)(4). Test strips were not returned. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. The freestyle blood glucose results as reported by the customer were identified in the meter internal log.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 120 mg/dl and "hi" (>500 mg/dl) within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer reported modifying their insulin based on these readings, and as a result, reported feeling fatigued, sweaty, and nauseous. There was no report of death or serious injury associated with this event. Please note that the customer reported not washing their hands prior to testing.